Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after 3-4 reprime attempts. Per rn, there was no patient injury or medical intervention as a result of incident.